Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support with no additional issues reported. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lvad was explanted on (B)(6) 2017 due to infection. The patient was then bridged with a paracorporeal pump temporarily, and was then implanted with a second lvad pump on (B)(6) 2017. The explanted lvad will not be returned for evaluation. Additional information was requested but was not provided.